Event description:
Purchased a pdo thread from amazon (https://www.amazon.com/hypod-threads-lifting-thread-20pcs-29g/dp/b0brq3xyd9?th=1 ) and poked my eye which caused a trip to urgent care and eye doctor.